Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the pump was discarded.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 400 mcg/ml at 30 mcg/day, fentanyl 2000 mcg/ml at 150 mcg/day and dilaudid 5 mg/day at 0.3752 mg/day via an implantable pump. It was reported that the patient said that over time since initial pump implant in 2002, the effectiveness of the therapy had dwindled. The hcp was doing an end of service (eos) replacement on her current pump and was unable to aspirate her catheter, so he replaced it with a full new system. There were no known factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included aspirating the 8711 at catheter access port (cap) and was unable to. After the hcp placed a new 8780 and connected to her new pump, he was able to aspirate. The issue was resolved at the time of the report. The 8711 catheter was partially removed (spinal segment not fully removed). The patient's medical history included chronic pain.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6) ubd:2004-05-09, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.